Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. No blood glucose reading was reported. The caller stated that the customer was treated with glucose tabs. Assisted the caller in retrieving the basal rate information from the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.